Event description:
Additional information was received from the patient. They reported that for a couple of days after implant they turned stimulation off when driving and they noticed that when stimulation was back on it felt way too high. They saw a rep at the beginning of may for reprogramming and the issue resolved. They noted they decreased settings at night when they were going to go to sleep, otherwise it was too strong; they then increased the setting when they got up in the morning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that their stimulation is currently being felt in their buttocks where it meets their leg and asked if this is still considered the bike seat area. Their symptoms are being managed by 50% however, it's not working as well as it did with the trial. They turned stim off to drive and when they turned it back on it was way too high so they turned it down. The patient confirmed this made it better but still had issues getting comfortable when sleeping due to the constant vibration. They ended up turning it down even more so they could get sleep. Troubleshooting was unable to be performed as the patient reviewed stim can be felt differently on different programs. Patient services recommended they speak to doctor to discuss possible program change and reviewed this can be done with patient's external handset. The patient was redirected to their healthcare provider to further address the issue. They have a follow up appointment next friday.